Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The cause of the reported failure is an internal manufacturing process issue addressed in a CAPA. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 2/12/2024, it was reported by a distributor via (B)(4) that an ar-1588rtt acl fibertag tightrope needle came off during the first pass. This was discovered during an acl procedure on (B)(6) 2024. The case was completed using a new device. All fragments were removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.